Manufacturer narrative:
The samples were serum in a gold top tube. Samples were centrifuged at 3500 rpm for 8-10 minutes. The samples were drawn, allowed 5-10 minutes to clot, centrifuged for 8-10 minutes, and immediately run on the analyzer. The customer notes the samples appeared clear and normal.

Event description:
A customer contacted beckman coulter inc (bec) in regards to false positive (B)(6) result on one patient's sample generated on the access 2 immunoassay analyzer. The erroneous result was submitted out of the laboratory; however, customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. On the same day the sample was repeated on the same instrument and high result was obtained. On (B)(6) 2011, the sample was repeated on the same unit and alternate access 2 unit and lower results within normal reference range were obtained. A second sample was withdrawn on the (B)(6) 2011 and run on the same unit and alternate unit and results within the normal reference range were obtained. The customer did not question other assays. Qc results for (B)(6) were within range this morning before the sample was run. The customer notes weekly maintenance was performed on (B)(6) or (B)(6) and system check passed. (B)(6) was calibrated (B)(6) and the calibration and qc passed specifications. On the day of the event ((B)(6) 2011) a bec field service engineer (fse) verified pipettor alignments and ultrasonics transducer (which had been replaced on (B)(6) 2011) and no issues were noted. The fse replaced the reagent cooling fan due to it being noisy. The fse did not note any hardware issues which would have contributed to this event. Although pre-analytical sample handling may have been a contributing factor, a definitive root cause has not been determined to date for this event.